Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep. The drug being delivered was 1 mg/ml dilaudid (hydromorphone) at ¿0.48 mg/ml.¿ it was reported that the pump was removed on (B)(6) 2019 because of patient choice. There was no issue with the equipment according to the doctor. There were no reported factors other than patient choice which was reported by the implanting physician. There was no troubling shooting performed because the device was functioning as it should. There were no interventions performed because the device was functioning as it should. The rep was uncertain that the customer is aware that product should be returned. They were unaware that the explant was going to occur. As it was reported in the month of (B)(6), the product has been discarded. The issue was resolved at the time of the report. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (20 mg/ml .96 mg/day) and morphine (20 mg/ml .96 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the since implant the patient had not received any therapeutic relief and the pump would be getting explanted. No further complications have been reported as a result of this event.